Manufacturer narrative:
The electrode pads were returned to zoll medical united kindgom. The electrode pads were returned to zoll adhered face-to-face upon receipt. The pads were carefully pulled apart, and successfully passed full functional testing. Cosmetic inspection of the pads was unremarkable. The monitor logs were not made available as part of the investigation. The claim will be closed as no fault found. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 69-year-old male patient, the associated device was unable to detect the attached electrodes. Complainant indicated that the clinician obtained a second device and the new device also did not recognize these defib pads. A second set of defib pads were obtained and the device was able to discharge and patient achieved rosc. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.